Manufacturer narrative:
Follow-up #2 and #3 were inadvertently missed as subsequent follow-ups for MFR# 1820334-2016-00788 . This follow-up is issued as follow-up # 2; as the a previous follow-up submission for MFR# 1820334-2016-00788 was inadvertently numbered as follow-up#4. Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther tulip filter implanted- vena cava perforation, filter clogged with clots, swelling, pain, tilt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. All information for this event was previously submitted from 03aug2016-06sep2017.

Event description:
This additional information was received on 06/21/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2011 via the femoral vein due to multiple episodes of pe and dvts. The plaintiff alleges vena cava perforation, filter is clogged with clots, swelling of lower extremities, pelvic area, hands and shoulders. Pressure and pain in abdomen and spinal cord. Pain felt when perforated hook hits aorta. High blood pressure, nausea, vomiting, emotional distress.

Manufacturer narrative:
F10) patient code 1: vessels, perforation of (2135) ¿ listed in IFU. Patient code 2: occlusion (1984) ¿ listed in IFU. Patient code 3: pain (1994) ¿ not listed in IFU. Device code 1: device clogged (1094) ¿ listed in IFU. Device code 2: migration of device or device component (1395) ¿ not listed in IFU. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text : f10) patient code 1: vessels, perforation of (2135) ¿ listed in IFU. Patient code 2: occlusion (1984) ¿ listed in IFU. Patient code 3: pain (1994) ¿ not listed in IFU. Device code 1: device clogged (1094) ¿ listed in IFU. Device code 2: migration of device or device component (1395) ¿ not listed in IFU. H11) corrected data based on new information received: b1) adverse event to product problem. H1) serious injury to malfunction. Blank fields on this form indicate the information is unknown or unavailable, or unchanged. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
William cook europe initially reported event under MFR report # 3002808486-2016-00362. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report # 1820334-2016-00788, follow up #1. This was in reference to william cook europe MFR report # 1820334-2016-00788. Cook is now submitting an initial report to correct this issue. (B)(4). Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00362. Additional information provided on 05/30/2016 determined this device was manufactured by cinc. Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2011 at (B)(6) hospital." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.